Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The sales rep on behalf of the user facility in (B)(6) reported during a vitrectomy, retinopexy, and laser case, with peribulbar block and intravenous sedation, there was continuous leakage of bss through the vitrectomy tube. The leak was identified at the time of surgery. The equipment had direct contact with the patient's eyes but did not bring harm to the patient. According to the surgeon, there was a prolongation of around 10% of the surgical time. The anesthesiologist needed to administer a little more of the sedatives until the end of the procedure.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The product was not returned for evaluation. If the product is returned a supplemental report will be submitted.

Manufacturer narrative:
The product was returned and the evaluation was completed. One opened bl5423wvx pack from lot w9870 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did cut and aspirate as it should. In addition, the collection cassette and tubing was tested and the assembly did not leak during testing. This assembly performed as intended. The root cause of the reported issue could not be determined. This investigation is closed.